Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained the scs system was not providing adequate pain relief. A company representative met with the patient and attempted to reprogram the patient's scs system but effective stimulation therapy could not be restored. System impedance diagnostics revealed high impedances. Consequently, surgical intervention was taken and the patient's lead was replaced with a new one. Effective stimulation therapy was reportedly restored.